Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in a patient procedure and the user facility monitored the patient per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedures was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. Retain testing completed on the lot subject of the reported event evidenced passing results; no issues were noted with biological indicators and evidenced passing results (negative result). The device history record also evidences the lot was manufactured to specification. Steris conducted in-service training on (B)(6) 2011 on the proper preparation, placement, activation and incubation of the biological indicators.